Event description:
It was reported by a urology center that two pts had anaphylactic-like reactions during cystoscopy procedures with scopes that had been disinfected in cidex opa solution.

Event description:
It was reported by a urology center that two pts had anaphylactic-like reactions during cystoscopy procedures with scopes that had been disinfected in cidex opa solution.